Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that before use, during preparation and after flushing the absolute pro 7.0 / 40mm / 135 cm stent delivery system, the stent was exposed. It was not flowering. A second device was used to complete the procedure. There was no patient involvement and no clinically significant delay. No additional information was provided.